Event description:
It was reported that during the service evaluation process the button of the device was found to be broken. As the event was found during the service process, no patient involvement or procedural delays were associated with the event.

Manufacturer narrative:
It was observed that the screw at the select button was broken off and the select button was loose. Any physical impact to the device can cause the reported event.

Event description:
It was reported that during the service evaluation process the button of the device was found to be broken. As the event was found during the service process, no patient involvement or procedural delays were associated with the event.